Event description:
Financial hardship. I am relegated to the antiquated resmed, I joined recall early (B)(6) 2021 but philips has given me no information/hope my wonderful dream machine is being replaced/repaired. Can the FDA give me us a timeframe according to confirmation number? (B)(6) on thu, (B)(6) 2021 at 10:01 am philips (B)(6) wrote: click here to view this message in a browser window. Philips logo. Thank you again for registering your philips device. We want to assure you that we have your information. Your device registration confirmation number is (B)(6). We are working as quickly as possible to remediate every affected device. In the meantime, we want to be sure you know where to go for important information. You can visit our patient information page. We've recently added some quick tips. Be sure to check back regularly for continued updates. We appreciate your patience. Thank you . FDA safety report ID # (B)(4).